Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer the customer had experienced fluctuating blood glucose (bg) levels. However, the exact values for the past bg's were not provide. At the time of the call the customer reported a bg level of 385 mg/dl earlier in the day. The customer would bolus to address high bg's and drank juice, glucose tablets to address low bg's. In addition, the customer reported to have experienced a bg level of above 40 mg/dl prior to contacting tandem technical support (cts). The customer ate cinnamon bread and glucose tablets to stabilize bg level. The customer stated settings are possibly off as the correction bolus that was taken to address high bg's are the suspected cause for low bg. As the customer did not contact (cts) at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.